Event description:
It was reported the insulin pump was alarming no delivery three weeks ago and customer's blood glucose was high over 500 mg/dl. Customer was having issues with motor errors as well. Customer's symptoms were tired and felt like crack. Customer was unable to troubleshoot for no delivery alarm due to the device alarmed motor error. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacturer report number 2032227-2015-01795 for motor error.